Event description:
A renegade catheter was going to be used for therapeutic purposes. Before the procedure, during unpacking, it was discovered that the hub was detached from the catheter. There were no complications or intervention reported with this event.